Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned procedure was performed by the customer when the issue occurred and the procedure was aborted. The philips field service engineer (fse) inspected the system on site and confirmed that system could not emit x-ray. Review of the system log file showed that flat detector controller failed in power self test. Upon troubleshooting fse found that fdc module was defective. To resolve the issue, fse replaced the fdc module. The defective fdc module was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. . After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.